Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 1/6/2023, it was reported by a sales representative via email that an ar-2636 knotless fibertak tigerlink shuttle suture breaks before the repair suture (blue) can be pass through the implant. This was discovered during a procedure. Additional information requested.